Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance had increased. An increase in threshold in bipolar to 5v@1.0ms was also noted. The lead had been switched to unipolar with impedance of 760 ohms and was currently measuring 1047 ohms. A lead fracture was also reported. The lead was replaced. No patient complications were reported as a result of this event.